Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. Diagnostics revealed low impedances on the right lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed low impedances on the right lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.